Manufacturer narrative:
Evaluation summary: the lens was returned in a unknown liquid inside specimen container. Both haptics are broken/cut (returned). The optic is cut off center into two piece. The lens was cleaned with lphse. The larger portion was evaluated for power and resolution with acceptable results for a 21.0 diopter. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported issue cannot be determined. The optic is cut off center into two piece. The larger portion was evaluated for power and resolution with acceptable results for an 21.0 diopter. Information was provided that the 21.0 diopter was exchanged for an 20.0 diopter. However, the va was 0.6 after implanting the new one. "The cause may not be the iol's power error since poor vision was not improved despite re-implanting,". There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced poor vision. The lens was then exchanged for another lens of the same model, lower diopter. The patient continued to experience poor vision. The appearance of the retina and cornea were not abnormal. Additional information was requested.